Manufacturer narrative:
H.6. Investigation summary: bd received one q-syte unit within an open package from lot 9134795. Our quality engineer inspected the sample for evaluation. Through the visual examination, damage in the form of tears were observed on the slit of the top disk. A functional test was performed to test for disconnections. All connections tested were secure. A flow test was performed where the q-syte was connected to the flow test fixture, the liquid flowed into the male connection and out without restrictions. No occlusion was observed. The test passed per specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there are flow issue when syringe is connected to q-syte with a bd q-syte¿ luer access split-septum stand-alone device. This occurred on 6 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: when syringe inject to qsyte, syringe is move back.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there are flow issue when syringe is connected to q-syte with a bd q-syte¿ luer access split-septum stand-alone device. This occurred on 6 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: when syringe inject to qsyte, syringe is move back.